Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replacement of the flow sensors was recommended to resolve the reported issue. No patient information available after attempts 11/30/21 and 12/01/21. Legal manufacturer: (B)(4).